Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and insulin spilled into the cartridge compartment. She removed the plunger from the piston rod and dried the cartridge compartment with a cotton swab. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.